Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4): product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the bolus lockouts was unknown; it was noted that the patient was able to get a bolus during the phone call and had not reported any issues since. They were instructed how to properly hold the personal therapy manager (ptm) while requesting a bolus. It was reported that the cause of tilted pump was unknown and no actions were taken at the time of this report to correct the issue. It was noted that the patient had gained some weight within the past few months. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient was locked out from receiving a bolus/was unable to successfully deliver a bolus. It was noted the patient reported having trouble with their personal therapy manager (ptm). It was noted it has been going on for about the past six weeks. The hcp read the pump logs which show the patient typically getting only one successful bolus per day. Lock out parameters were as follows 1 time per 4 hours, 6 times per day, 6 times per 24 hours. Further review indicated the lockout was due to other. After discussing with hcp and patient, it was suspected that the patient maybe experiencing poor communication between the ptm and pump at times. The patient stated that the pump "used to be not so much tiled and now it is really tilted" in the abdomen. It was reviewed pump positioning can affect telemetry. The patient stated they have been locked out before for exactly 4 hours. It was reviewed the potential for uplink interference. No symptoms were reported. The event date was 2019. No further complications were reported/anticipated.